Manufacturer narrative:
Pc-(B)(4). Unknown, captured as awareness date. Batch # unknown. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing surgical treatment of hemorrhoidal disease. The reported complication as per ICD 9 & 10 diagnosis codes categorization experienced by the following with corresponding intervention. Post-procedural wound dehiscence, readmission with hemorrhoidal disease and post-procedural bleeding.